Event description:
The following was reported: "there's a break on the line."

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) single dpt - vamp plus kit. Tubing was found completely broken from solvent bond joint with sample site. Cross surfaces of broken tubing appeared uneven and rough. (B) (4)